Event description:
It was reported that the patient had their device taken out about two years prior to report because the battery quit working on it. It was stated that the implantable neurostimulator (ins) battery depleted and the patient didn¿t want to keep having it replaced and it wasn¿t good with imaging and mris. The patient stated they were looking at getting another one but if it only lasted three years they didn't know. The patient stated that their device didn¿t seem to help at night and they thought they were still having some issues. It was noted that the patient had a neck MRI "about 2 years¿ prior to report and then ¿things started goofing up¿ and the patient stated it seemed like the battery went dead then. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v536705, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).